Event description:
It was reported that the procedure was to treat a severely calcified, left external iliac. Reportedly, the 7 x 40 x 80 armada 35 balloon catheter was advanced for post-dilatation; however, the balloon ruptured at 12 atmospheres. The armada could not be pulled through the sheath. The balloon catheter was removed with the markers loose on the shaft. Balloon fragments and a piece of the balloon catheter remained in the patient and a surgical cut-down was performed to retrieve the balloon fragments. Significant time was lost. The patient is stable. There was no resistance advancing armada 35 to the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture, separation, and loose marker was confirmed. The difficulty to remove could not be confirmed as it was based on case circumstances and the returned device was separated. Based on a visual, dimensional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture, detachment of device component, difficult to remove, or unstable or loose marker reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.